Manufacturer narrative:
Block b3: exact date unknown, event occurred since revision prior to the date the manufacturer became aware.

Event description:
It was reported that the leads had high impedances.